Event description:
Patient reported receiving an elevated blood glucose reading of 343 mg/dl. Based upon this result, patient sought treatment for hyperglycemia at the hospital. Patient stated that they were treated with intravenous fluids (content not provided) to lower their blood glucose. One hour later, patient's blood glucose lab value was 110 mg/dl. Patient's blood glucose measured 96 mg/dl (using hospital blood glucose monitor), 2.5 hours after admission. Patient was released 4.5 hours after admission. Patient was released 4.5 hours after admission. No controls had been run on the system. A request was made for the return of the suspect product, and replacement product was sent.